Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the electrode fell across the breast bone. As a result, the electrode was successfully repositioned. No adverse patient effects were reported.